Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece, measuring 9.2 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-04968, 2017865-2020-04969. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The causes of death were cardiac arrest, ischemic cerebrovascular accident, ventricular tachycardia, and chronic systolic heart failure. No additional information was reported.